Manufacturer narrative:
Complaint no: (B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as the patient did not wear a protective mask. On the day of onset, the patient was hospitalized for the peritonitis event. On unreported date(s), the patient was treated with ceftazidime injection 500 grams (route, frequency, and duration not reported) and amikacin 125 milligrams (route, frequency, and duration not reported) for the peritonitis event. It was not reported if dianeal therapy was ongoing. On an unreported date, the peritoneal effluent fluid was clear and the patient was recovered from the peritonitis event, but it was not reported if the patient was retrained on proper aseptic technique. Additional information was requested, but is not available at this time.